Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was failed preventive maintenance. No additional information. No patient involvement.

Event description:
It was reported there was failed preventive maintenance. No additional information. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tamper switch and unresponsive keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the comm board. A review of the device history record showed the device had a manufacture date of 28 mar 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was failed preventive maintenance. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tamper switch for broken. As found 9.33 sw as left ver 9.33 replaced keypad recall. Tested pm ok. A review of the device history record showed the device had a manufacture date of 28 mar 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the comm board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was failed preventive maintenance. No additional information. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : the device has been received and an evaluation is pending.